Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a blood/diluent leak under the rocker bed of the coulter lh 780 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a plug in a small check valve in the back of the needle bellows. The fse replaced the check valve and verified instrument operation.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).